Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device would not power on when the lid is opened. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and observed that the device would not power on when the lid is opened. The cause of the reported issue was isolated to the reed switch sw5, but further root cause is undetermined.